Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00538. It was reported that the patient experienced discomfort at the ipg site along with ineffective therapy from the system. Surgical intervention was undertaken on (B)(6) 2023, where the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.